Event description:
Noted atrial undersensing on current and episode egm, that could affect mode switch operation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).